Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g136 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g136 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4). (B)(6) 03/15/2019.

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer reported approximately 340 ml of whole blood was processed at the time of the leak. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned a photograph for investigation.

Manufacturer narrative:
A photograph was returned for evaluation. A review of the customer provided photograph verifies a hole in the yellow striped tubing. No blood can be seen leaking from the tubing in the photograph; however, the size of the hole appears large enough to allow a leak. A material trace of the drive tube including yellow stripe tubing used to manufacture lot g136 showed no nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. Cellex kits are 100% leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The tubing leak is verified based on the customer provided photographs; however, the root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 04/02/2019.